Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111, 4110 and 3331. H6: investigation findings code was added: 180. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. One imp, tsv, 4.1, 13, mtx, mg (tsvt4b13) was returned for investigation. However, one unk healing cap and one unk abutment were not returned. Visual evaluation of the as returned products indicated significant signs of use. Implant internal drive feature and hex feature identified damage. Bone debris present on the external vent. Functional testing for the reported healing cap and abutment could not be performed without these devices being returned. Patient pre-existing condition is patient having low (type iii) bone density. Tooth location is #21 (universal) and implanted for approximately 7 months. DHR review was completed for the subject lot number: 1234378. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number: (1234378) was performed for similar events and no other similar complaint was identified. DHR and complaint history for unk healing cap and unk abutment could not be performed without lot and item information. September post market trending was reviewed and there were no actionable events or corrective actions for the reported events (does not seat & damaged drive feature) or product (tsvt4b13 and unk abutment/healing cap). Therefore, based on the available information, device malfunction for implant has occurred and the reported event was confirmed, however, device malfunction for unk abutment and healing cap could not be verified without the product return.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided, unknown abutment, lot # unknown, unknown healing cap, lot # unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the internal threads of the implant at tooth location # 21 was damaged and they were unable to screw in the healing cap or abutment. The implant was removed.